Event description:
The patient has two model 3186 leads from the same lot. It was reported the patient was experiencing uncomfortable stimulation from his scs system. An sjm representative met with the patient but was unable to reprogram to provide effective stimulation coverage. The patient had x-rays taken and will follow-up with his physician to determine the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.